Event description:
Per FDA notification received, there was an alert of atrial and ventricular noise/oversensing and shocks delivered. Rn stated the magnet came off of the device during a surgical procedure. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.